Event description:
Upon further query, the following information was provided that indicated breakage of the distal tip of the option-lok male adapter. The option-lok male adapter of the tubing set was connected to a female adapter of the patient's peripheral IV access site and was being used to deliver an unspecified medication, at an unspecified rate. At an unspecified time, it was reported that when the nurse disconnected the option-lok male adapter from the female port, the distal tip of the option-lok male adapter broke off and a piece of the option-lok male adapter remained lodged inside the female adapter of the IV catheter. It was reported that a new peripheral IV access site was started; however, no specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.